Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product development evaluation details, the part returned for inspection with corrosion at the synthes logo etch. Visual evidence of the returned device does not agree with the complaint condition statement, a piece of the stardrive broke off. The tips of the stardrive feature are slightly deformed on the very edge where the tips transition to the end. During this evaluation, the returned device was inserted into a 6.0mm ti matrix polyaxial screw 45mm thread length and was able to retain the screw and be used to apply torque to the screw in both insertion and removal directions. The design has been evaluated, is adequate for its intended use and did not contribute to this complaint condition. The tip is a t25 stardrive and is designed to be used with the matrix screws and locking caps and fit inside the holding sleeves and other instrumentation in the system. The design has been demonstrated, when fully inserted into the recess, to withstand torques in excess of 14.5 nm without deformation or breakage. The technique guide, matrix spine system - deformity technique guide, specifies that: final tightening of the locking caps should only be performed with a calibrated, synthes 10 nm torque handle, with a caution that states, never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur. Based on the details of the complaint condition and evaluation of the returned device, there is no indication of a design related issue. Placeholder.

Event description:
It was reported that while performing a posterior lumbar fusion l3-4, a piece of the stardrive broke off and was retrieved. The surgeon used another drive to complete the procedure with no adverse event to the patient noted. This is report 1 of 1 for complaint (B)(4).